Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Test strips from all currently available lots on the market have been tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs pro meter serial number (B)(4). The date of the event was either (B)(6) 2018. Clarification was requested. The result from the meter was 5.6 inr. On the same day, a venous sample was drawn from the patient and the result was 2.9 inr. On (B)(6) 2018, the result from the meter was 5.8 inr. The result from a venous sample was "2.? Inr". There was no allegation of an adverse event.